Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient had a retrial procedure on (B)(6) 2019. Effective therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03144. It was reported the patient's physician believes the trial leads migrated. No medical imaging was performed to confirm the issue. The patient currently has effective stimulation. The physician may opt to retrial the patient at a later date.